Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient has had continuous heparin drip since admission; on (B)(6), heparin channel spontaneously suffered "non-recoverable error"; screen went red, then channel turned off. Pct happened to be stocking iso cart outside room and saw screen change color and let rn know. Of note, this writer has had this patient with this same pump for 4 shifts in a row. On monday (B)(6), I found the heparin channel off at change of shift; day shift rn was unable to remember turning pump off but thought perhaps it had been bumped. Patient's ptt became sub therapeutic on monday due to delay. This am ((B)(6)), patient's drip was interrupted for 20 minutes while a new pump, bag, & tubing were obtained." No lasting effect to the patient was reported. The devices were evaluated by the hospital biomedical department, returned to patient care units after the evaluation, and are not available for further investigation.